Event description:
It was discovered upon internal review of invoice records that the humeral bearing size did not match the glenoid size that was implanted during this shoulder arthroplasty procedure that occurred on (B)(6), 2010. No report of revision procedure has been received to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report filed (B)(4), 2011.